Manufacturer narrative:
(B)(4). The warmer head component of the complaint device is currently en route to fisher & paykel healthcare ('fph') central in (B)(4) for examination. Photographs of the affected warmer head were provided by fph's office in the USA. From the event description and photographs, this appears to be a known problem of incompatible cleaning solutions reacting with the plastic of the warmer head casing and causing it to crack over time. The subject infant warmer is approximately 8 years old. Fph has made further inquiry into the type of cleaning solution used by the hospital when cleaning their infant warmer units. Fph's infant warmer cleaning instructions has always identified chemicals to avoid such as hydrocarbons, ammonia, amines and aqueous alkaline solutions. As part of continuous improvement, we have since revised our infant warmer cleaning instructions, recommending specific proprietary cleaning wipes. We will provide a follow-up report upon receipt of the information requested and following completion of the examination of the returned complaint device.

Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare representative that the warmer head of an iw934jeu cosycot infant warmer was discolored and brittle. The hospital further reported that a 3 inch crack developed when the warmer head was bumped by a nurse. The event occurred following patient use. No patient consequence was reported.